Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced low blood glucose (bg) level ranging from 32-220 mg/dl. Customer consumer glucose tablets to address bg. No additional information was provided. Customer declined troubleshooting with tandem technical support.